Event description:
A customer reported experiencing a cartridge alarm 20 issue with their pump, although they had not previously reported similar issues with the pump serial number. There was no adverse impact on the customer¿s blood glucose level. Technical support confirmed the alarm and arranged to replace the pump, providing the customer with instructions to store and return the problematic pump within ten days to avoid charges. The customer was informed about programming their pump settings and connecting their continuous glucose monitor to the replacement pump, which was shipped without a required delivery signature. Additionally, the customer chose to continue using the existing pump while interacting with it through a mobile app.